Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had keypad anomaly. The customer's blood glucose level was 5.2 mmol/l. The customer reported that the numbers on the keypad were not ramping on their own, the scroll bar was not moving with no input and there was no response from any button. The customer was advised to monitor the time display and it was found that the minutes changed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. They were also advised to put insulin pump into storage mode. The insulin pump will not be returned for analysis.